Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Pt's mother contacted dexcom technical support on (B)(6) 2011 to report that pt experienced a failed sensor. Upon removing the sensor, pt's mother noticed the sensor wire appeared a little shorter than normal. She was unable to confirm whether the distal fragment broke off under pt's skin but reported that there was no indication that it had. No medical intervention was required, and pt's mother reported that pt had no injuries and no symptoms, redness, or itching at the insertion site.